Event description:
A filter did not open completely after deployment via a femoral approach. A second filter was placed inside the first filter. The pt is protected and no further action will be taken. This device remains implanted and will not be available for evaluation. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may have contributed to this event.